Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During surgery, the suture was caught in the sealing of the package and could not be taken out. It was not a control release needle. The product was not used for the patient. Unused and normal product was used to complete the case. No adverse patient consequences were reported

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. Investigation summary: the product was returned to ethicon for evaluation. One winding former with a needle-suture combination and one open-folder packet were received for analysis. Product code: vcp459h. Upon initial inspection of the returned sample, it was observed that the top foil was detached from the bottom foil. Additionally, the tail suture was noted to be outside the winding former. In further investigation, the tail suture was examined, and damage (crushing) was noted on it. The seal line was examined under magnification, and there is evidence that the suture was caught in the seal area. Based on the information currently available, a suture in the seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and non-conformances no related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.